Event description:
2 at/af most recent on (B)(6)2021, oversensing noted on atrial channel. Medtronic rep on call contacted. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).